Event description:
An abbott field svc rep (fsr) at the customer site extracted data from the architect analyzer for the total b-hcg assay. The data pulled for this pt showed an initial total b-hcg assay result of 8765.27 miu/ml that retested at 49.24, 539.75, and 28669.80 miu/ml. There is no impact to pt mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.